Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 70% to 0% within minutes. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.